Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Battery status "depleted¿ on (B)(4) 2016, with battery voltage at 2.76 volts. Progressed from "maturing" to "depleted" without recording "ageing" timestamp as expected. Current battery voltage and impedance measurements do not meet depletion criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic. The implantable pulse generator (ipg) indicated replace pacemaker and revert to pi+100ms. However, after the doctor reprogrammed to ddd, the battery indicates again a 2.5 year lifetime. The ipg remains in use. No further patient complications have been reported as a result of this event.